Event description:
It was reported that, a renasys go cannot operate on ac or battery power, and cannot recharge the battery either. The device neither generate nor control negative pressure and do not generate alarms under expected alarm conditions. As this was noticed upon service and repair activities, there was not patient involvement.

Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. A visual inspection found that the device case had been broken in multiple places and that device emitted a bad odour. A functional evaluation found that the device was unable to operate on ac or battery power, or be recharged, and was unable to generate or control negative pressure. Device was also unable to generate alarms under the expected conditions, establishing a relationship between the device and the reported event. Root causes of these issues was found to be a broken dc inlet port, defective vacuum motor and a defective main circuit board in device. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.